Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious harm or injury. No medical intervention was reported. The device was returned to a third-party service center for evaluation. Foam particles were observed inside the blower kit. There was 3 error codes found in the device log history. There was contamination from cigarette smoke or insect infestation found in the device. The device was scrapped.